Event description:
Approximately one year prior, the patient's surgeon told the or manager that this patient had an elective abdominal hysterectomy. The surgeon had recently seen the patient in her office due to the complaint of painful intercourse. The doctor said that when she examined the patient, she discovered approximately a two by three cm piece of surgiwrap that appeared to have "eroded through the vaginal cuff." The physician said she removed the piece and planned to monitor the patient for any further problems. She said the patient was requesting information regarding the lot number and any other details available on this product, which she would give to the patient. The patient four months later informed physician that that she was going to another facility for repair of vaginal cuff due to the surgiwrap. The or manager informed the sales representative of the problem. The representative said it is not possible that this product could erode or react to anything since a polylactic acid is generally absorbed in six months. He said that more likely it was due to the surgeon's technique and the vaginal cuff was not closed properly.